Event description:
While the device was ventilating a pt, the user reported that the device stopped ventilating. The pt was manually ventilated with an alternate device and then transferred to another ventilator. The biomed was unaware if any audible or visual alarms were generated at the time of the reported occurrence. No pt injury reported.